Event description:
After holding pressure on a site following a dialysis procedure, a nurse found blood had leaked through her vinyl gloves resulting in exposure to possible blood-born pathogens. The nurse required screening and follow-up for the exposure.